Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal two tampons fell apart and pieces remained inside. She had the pieces removed the next day at the clinic. She was diagnosed with a general vaginal infection and prescribed antibiotic. She had odor, discharge and a slight fever. She reported she finished the antibiotic and is better.